Manufacturer narrative:
H3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine root cause of the reported behavior. The provided logs and archives were reviewed. Observed two sessions on the date of issue reported. Session 1 aligned with the intraoperative workflow described and session 2 matched the post-case accuracy check performed by the representative. In both sessions, a single magnetic resonance (mr) exam was used. Session 1 showed multiple successful registrations, with error metrics improving from 4.607 mm (trace points: 213), 3.495 mm (trace points: 391), 2.008 mm (trace points: 736), 1.857 mm(trace points: 1033) and the 1.86 mm registration was used before navigating. No other errors were observed in the logs. The provided archive contained one mr exam (192 slices, 1 mm spacing/thickness) with a saved registration of 1.9 mm using 1034 trace points, matching the registration used during the case. Accuracy visualization showed normal yellow/green distribution, though a few trace points were collected partially in air. Suspected frame movement post registration. Code d15 and previously reported codes b01 and c19 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the manufacturer went to the site to evaluate the system. In summary, no parts were replaced and the system performed as intended. Codes b01, c19, and d14 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that there was an alleged navigation inaccuracy. Initial registration looked accurate, but 30-45 minutes later, after the patient was draped and the surgeon removed a skull flap, it was noticed that accuracy was off by approximately 2 cm. The surgeon ended up abandoning use of navigation (free-handed the operation also using ultrasound). There was a surgical delay of less than 1 hr and no impact on patient outcome. After the case, the manufacturer representative (rep) checked accuracy again and confirmed it was off by approximately 2 cm. A potential cause of the issue was a possible reference frame shift after registration.